Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed. Device not yet returned.

Event description:
Affiliate reported that the device was implanted, monitored and removed uneventfully, however, further follow up scan revealed an unidentifiable object, suspected to be the microsensor tip lodged in the patient.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Additional information from the affiliate explained that the image that showed up on the x-ray was not the microsensor tip as initially suspected but it was something that belonged to the patient.